Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. (B)(4).

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. The meter was returned and tested with returned test strips. All functional test results were within range specification and the standard deviation was within specification. No errors were observed during control solution testing. The readings the customer reported were not found in meter memory within 10 minutes. (B)(4).

Event description:
A customer reported receiving erratic readings on his adc blood glucose meter. The customer reported receiving readings of 180 mg/dl, 60 mg/dl and 270 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.